Event description:
While sterile compounding in our hosp, one of our technicians noticed that a sterile syringe that she just opened had residue at the top part of the plunger, almost causing contamination of a sterile product; although the syringe was not opened because it was caught before hand. This is the second encounter we have had with one of your manufactured products.